Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2syby); product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday the patient did not feel the stimulation as they were previously feeling it. The caller thought that the lead may have gotten loose. They upped the stimulation and could feel it. They did notice a change in their symptom relief for a couple of hours and then it seemed to go away. They increased the stimulation again to make sure it was still working and then put it back at the original setting. Reviewed with the caller that it is normal to stop feeling it, they want to gauge if it's working by their symptom relief. Caller will maintain stimulation and adjust as necessary.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2syby, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported ongoing therapy concerns since implant. They reported ever since implant they will lose therapeutic effect every 5-6 months or so and then the doctor will change the program. Patient wanted to know if it was normal to change programs this frequently. Reviewed general programming considerations and expectations that patients may have different therapy responses. Recommended patient discuss programming options and therapy concerns with managing health care provider (hcp). Patient indicated their next appointment with managing hcp is not until december but they will call them.